Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the device was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. The noted blood in the distal sheath likely resulted in the noted mechanical jam and the noted activation/deployment failure during return analysis. As reported, inadvertent mishandling post procedure likely resulted in the noted premature activation (stent exposed from the distal end of the sheath). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right common iliac artery. The 8.0x100mm absolute pro self expanding stent system (sess) was advanced to the target lesion however the stent did not deploy. The sess was removed without issue and a new absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent was partially exposed from the distal end of the sheath.